Event description:
It was reported that this extender was explanted due to oversensing of noise in the atrial lead medtronic 5076/(B)(4). No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).